Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the sureform stapler instrument involved with this complaint and completed the device evaluation. Failure analysis investigation did not confirmed the reported failure. Per failure analysis (fa): the instrument was placed on system on multiple attempt. No initialization failures or errors/faults occurred during in-house testing. The instrument moved intuitively with full range of motion all directions. The grips opened and closed properly. Clamp and fire test passed. Staple formation on test sheet was proper. Customer also reported a complaint of "wrist malfunctioned". This complaint was confirmed. The stapler wrist cover was found torn. Material approximately, 0.24" x 0.15" and 0.11" x 0.09" was missing and failure is mishandling/misuse. Failure analysis found the second primary failure of torn wrist cover to be related to the customer's second reported complaint. Review of kibana logs showed the instrument was used on 03/03/2021 using system sk1113. There were 2 successful installation with 2 successful fires.

Event description:
It was reported that during a da vinci-assisted surgical procedure, sureform stapler instrument was not recognized and the wrist malfunctioned. The instrument was exchanged out and procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the customer and gathered the following additional information: the procedure was a lobectomy. In regards to the "wrist malfunction", it was clarified that once the wrist was placed on the robot arm into the cavity to staple, the wrist would not move to articulate and mouthpiece would not open. It was confirmed that the instrument was inspected prior to use and there was no visible damage. The instrument did not collide with any other instruments or other hard material during the surgical procedure? When the instrument was removed to replace the reload after firing, the wrist was straightened prior to removal, and it was confirmed there was no damage to the cannula after the event occurred. There were no fragments observed to have fallen inside patient during case.